Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Manufacturer narrative:
Due to character limitations in e1 initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shut down and emitted a loud, continuous screeching sound. No patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d1, d4 (catalog, version or model and UDI). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit would not shut down unless the power cord was removed from the outlet. When the unit was restarted in service mode, error code 139 was present. The fse replaced the power management board (0670-00-1162). The fse performed a preventive maintenance (pm). The unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0670-00-0767 pcb, power management serial number (B)(6) swemco with a reported unit failure of unexpected shut down, would not shut down unless power cord was removed from outlet. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-0767 pcb, power management serial number (B)(6) swemco into the cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat could not confirm an unexpected shut down because the cardiosave would not boot up. However, the fat dept. Did confirm that the cardiosave would not shut down unless the power cord was removed from the outlet, which was reported by the service rep. The board failed testing. The board is an older version of the power management non rohs and cannot be sent to the supplier for evaluation. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. Au. Root cause ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (B)(4) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.